Manufacturer narrative:
(B)(4). Medical devices: biomet cc cruciate tray 83mm catalog#: 141236, lot#: j3908239, vanguard cr ilok fem-lt 70 catalog#: 183032 lot#: j6159866, series a pat thn 31 3 peg catalog#: 184784 lot#: 591130, biomet bc r 1x40 us catalog#: 110035368 lot#: 739bae2908, biomet bc r 1x40 us catalog#: 110035368 lot#: 739bae2908. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-08584, 0001825034-2018-08585, 0001825034-2018-08586, and 0001825034-2018-08587. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain, swelling, instability, limited range of motion, and audible clunk. No revision procedure has been reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.